Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 660mg/dl, and his blood glucose was treated with an insulin drip. It was stated that the customer was vomiting prior to his admission. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The caller mentioned that the insulin pump alarmed motor error during basal. The displacement and self test were completed and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to faulty force sensor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.